Event description:
It was reported that during the removal of the right lower lobe, the staple line was incompleted and the leakage was found at the middle staple line. The staples did not close properly. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.